Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) had re-seated the connections, performed an inventory check, and confirmed that all tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer indicated it was open even though it was closed. The customer also noted that the drawer contained several critically important medications for an intensive care unit and the standard troubleshooting procedures were attempted but were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.